Event description:
At the time of the event, the pt was undergoing a hysteroscopy and biopsy of uterine lesion. The surgeon was using the hf - resection electrode loop which was noted to have interrupted loop end. The missing portion could not be found and appeared to have both ends of the present wire rounded into a small wire ball appearance.